Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: a wallflex biliary uncovered stent and delivery system were received for analysis. The stent was received fully deployed and expanded. No problems were noted with the stent and delivery system. The reported event of stent positioning issue could not be confirmed because this event occurred during the procedure, and the stent was returned fully deployed and expanded. However, the reported event is noted within the manufacturer's labeling as a potential adverse event associated with the use of this device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted in the common bile duct to treat a 6mm cholangiocarcinoma during an endoscopic retrograde biliary drainage (erbd) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be reconstrained before the marker reached the non-return point. Subsequently, the stent was deployed and was removed using forceps. The procedure was completed with another wallflex biliary of a different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was to be implanted in the common bile duct to treat a 6mm cholangiocarcinoma during an endoscopic retrograde biliary drainage (erbd) with stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent could not be reconstrained before the marker reached the non-return point. Subsequently, the stent was deployed and was removed using forceps. The procedure was completed with another wallflex biliary of a different size. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.